Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with high ventricular rate episodes due to right ventircular lead noise. Loss of capture was also noted. Programming changes were made, no other action had been taken. The patient was stable.